Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm software error. Customer's blood glucose at time of incident was 110 mg/dl. The customer was advised that alarm is a program safety alarm. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with constant error alarm, factory default settings and unexpected audio/beep anomaly buzzing sound due to faulty connector on mother board. We were unable to perform functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to constant error alarm. No cosmetic damage noted.